Manufacturer narrative:
This info has not been provided. Additional info has been requested. Investigation is ongoing, no conclusion can be drawn. Review of the mfg records for this lot# has been requested.

Event description:
Pt reported she was involved in a motor vehicle accident and suffered a fractured left wrist, or radius ulna. Pt was implanted with a one third tubular plate with collar. F/u x-ray taken showed the plate was broken and pt was returned to the operating room for removal. Pt complains of pus at the incision site and numbness in first finger.